Event description:
Q: can you have someone come program the device for an or (operating room) procedure tomorrow? D: caller provided patient name and dob. R: upon looking in diq - all devices explanted. Caller states that device rv lead was laser extracted and original device was reimplanted. He sites foreign body granuloma as reason for rv lead extraction. Caller interrogated device to ensure that original device remains implanted. Brought on nas for assistance paging local rep. Did not ask weight or dependency. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).